Event description:
Alleged event: during parathyroid surgery the stapler did not work it was stuck. A second stapler from the same lot number was used but the problem occurred again. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot number 73l1400336 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.